Event description:
Pharmacist reported intracapsular rupture of the right device. Finding of quite-liquid gel extravasation. Deep cleaning of the cavity with lukewarm serum to remove silicone gel fragments. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on radius side assessed as unidentified (tear) opening. Shell thickness within specification. Gel bleed: no observed. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 08/apr/2024.

Event description:
Pharmacist reported intracapsular rupture of the right device. Finding of quite-liquid gel extravasation. Deep cleaning of the cavity with lukewarm serum to remove silicone gel fragments. The device has been explanted.

Event description:
Pharmacist reported intracapsular rupture of the right device. Finding of quite-liquid gel extravasation. Deep cleaning of the cavity with lukewarm serum to remove silicone gel fragments. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: a0412

Event description:
Pharmacist reported intracapsular rupture of the right device. Finding of quite-liquid gel extravasation. Deep cleaning of the cavity with lukewarm serum to remove silicone gel fragments. The device has been explanted.